Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site. As such, surgical intervention took place wherein the entire system was explanted to address the issue. Reportedly, mssa infection was confirmed, which is believed as a community acquired infection. In turn, the patient was hospitalized to treat the infection. Patient has be released. The infection is being treated with oral medication.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that patient had IV infusions followed by antibiotics to address the infection. The issue has been resolving and reduced medication. Patient will follow-up with infectious disease specialist as needed.